Event description:
Caller reported a cgm error 42 related to a g7 sensor. There was no adverse impact to the customer¿s blood glucose level, as the error did not recur following the corrective action. The customer was guided by technical support to perform a complete pump reset, which resolved the issue without further complications.